Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a channel error could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported a pump module infusing critical medication alarmed for ¿channel error¿ without any cause or preceding event. The medication was moved to a different module and the infusion restarted. There was no report of patient harm. The device was evaluated by biomed who stated that a ¿check IV set¿ failure had occurred and the ¿check IV set¿ assembly was replaced.